Event description:
It was reported that one of the screws used had backed out from the cervical plate postoperatively. Surgeon is not planning to take action at this time. As surgical intervention could be required an MDR is being filed.